Manufacturer narrative:
The device was received and evaluated. Lot release records were reviewed, and the product lot met all acceptance criteria. An incorrect suggested bolus value was displayed on the personal diabetes manager (pdm) due to the device registering a previously inputted blood glucose (bg) value. Investigation found that the patient entered a bg value that resulted in a suggested bolus, however, the bolus was cancelled without confirming the cancellation (ex. Patient locks/turns off pdm prior to confirming cancellation. The patient then later went into their pdm to enter carbs for a meal bolus, but the pdm calculates a combined bolus for the previously entered bg and current meal bolus resulting in an overdose of insulin. Based on insulet's investigation, software issues were found that contributed to the errors and CAPA has been opened to address the issue.

Event description:
It was reported the personal diabetes manager (pdm) displayed suggested an incorrect bolus. The patient reported that at 6:04 entering 65 grams of carbs and a meal bolus of 6.5 units, however, the patient did not enter a blood glucose value and the suggested bolus was 8.4 units.